Manufacturer narrative:
The customer reported by regulatory agency that they had a tass patient present with 4+cells on 1 day post op and was treated with meds. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and further evaluation. Adverse events are followed-up by medical safety. As no sample was returned and no lot number is known, a conclusive root cause could not be determined. All batches are released according to the required specifications.

Event description:
A nurse reported to the regulatory agency that a patient presented on post operative visit with 4+ cells. The patient required medication therapy. The patients current condition is unknown. Additional information has been requested, but none has been received to date.